Event description:
The surgery center reported bumped flap, micro striae lift and irrigation on the left eye (os) of a laser vision correction patient at seven day post op exam. It was reported that topical steroid dosage was increased and that a flap lift and rinse were performed. The patient¿s chief complaint was painful and blurry vision since the prior night. It was reported that the patient did not experience loss of best corrected visual acuity. The patient's pre-operative refraction was: bcva¿ right eye (od) 20/20, sphere -1.25, cylinder 00, axis 90, bcva ¿ left eye (os) 20/20, sphere -1.75, cylinder 00, axis 90. The patient's symptoms were indicated as resolved.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.